Event description:
It was reported that the patient went to the emergency room because they heard their device alarming. An interrogation of the device indicated that a right ventricular (rv) lead had oversensing and that a lead integrity alert was triggered for two ventricular tachycardia (vt) non-sustained episodes and for sensing integrity counter (sic) count. A possible lead fracture was suspected. The patient was then transferred to the hospital where they are followed by their cardiologist. The detections were programmed off and the patient was fitted with a life vest until the lead revision procedure. At the lead revision procedure the rv lead was capped and replaced. No patient complications have been reported as a result of this event.